Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation a review of the device history record and complaint database could not be performed as the user did not provided a lot number. A follow-up report will be submitted if additional information becomes available.

Event description:
The user reported that while trying to replace a peripherally inserted central catheter (PICC) the tip of the guide wire broke off in the patient. The tip of the original PICC line had been placed in occluded subclavian vein. During removal of the existing PICC line to replace it with another, the wire tip was pushed into a small tortuous collateral being where the wire coiled up and became stuck. The user then advanced several catheters over the wire while simultaneously pulling on the wire to dislodge it from the patient. It was at this point that the wire tip separated from the wire body. The user stated that the wire fragment was not retrievable and was left in the patient. No harm or injury was reported. The user did not provide a lot number.